Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient underwent cardiac tamponade due to perforation caused by the right ventricular lead. The lead was explanted.